Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and the no longer responsive. Reportedly, the screen was cracked because the customer dropped the pump. The customer's blood glucose level was 121 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.